Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00359. It was reported that the patient had high impedances on both leads, as a result the patient lost therapy but unsure when. Surgical intervention took place on (B)(6) 2023 where both leads were revised. Effective stimulation was restored.